Manufacturer narrative:
The patient is reported to be fine. Following the reported event, the subject device was removed from use and a loaner unit has been provided to the user facility. No issues have been reported with the loaner unit. The subject device has been sent to the supplier for evaluation a review of the device history record for the subject device shows that it was manufactured to specification and has not been subject of previous complaints of this nature. A further report will be filed when the supplier evaluation is completed.

Event description:
The user facility reported that, during a polypectomy procedure, the gi4000 failed to deliver energy to the snare. As a result, the polyp was resected without heat, and a clip was placed to control bleeding. The procedure was completed.